Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm sjm masters series valsalva aortic valved graft. On (B)(6) 2025, the patient was admitted to the hospital with neuro infection and hemorrhagic stroke with high fever, loss of consciousness. The blood culture confirmed endocarditis and pseudoaneurysm originated from detached device apart aortic annulus. The patient required prolonged hospitalization. The valve got removed surgically and a non-abbott device was implanted. Some antibiotics (cloxacillin, rifampicin, fluconazole, vancomicin) were given to the patient. The patient was reported recovering.

Event description:
Clinical information: (B)(4) - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm sjm masters series valsalva aortic valved graft. On (B)(6) 2025, the patient was admitted to the hospital with neuro infection and hemorrhagic stroke with high fever, loss of consciousness. The blood culture confirmed endocarditis and pseudoaneurysm originated from detached device apart aortic annulus. The patient required prolonged hospitalization. The valve got removed surgically and a non-abbott device was implanted. Some antibiotics (cloxacillin, rifampicin, fluconazole, vancomicin) were given to the patient. The patient was reported recovering.

Manufacturer narrative:
An event of endocarditis and pseudoaneurysm which was attributed from detached device apart aortic annulus was reported. A more comprehensive assessment, including examination of the valve could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was due to explant of 27mm sjm masters series valsalva aortic valved graft. The reported unexpected medical intervention and hospitalization was due to patient required prolonged hospitalization and was to administer medication. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.